Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from a level 1 vitros control processed using the vitros eciq immunodiagnostic system. The investigation could not determine an assignable cause. Based on historical quality control data, there was no indication the vitros tsh reagent issue contributed to the event. There was no evidence to suggest a vitros eciq immunodiagnostic system malfunction and unexpected instrument performance is not a likely contributor to the event.

Event description:
The customer obtained higher than expected tsh results from a level 1 vitros control fluid (tsh= 0.161, 0.129 vs. Expected 0.061 miu/l) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros tsh results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).